Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, a soft tissue reaction, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported.